Manufacturer narrative:
Revision surgery to exchange poly insert is planned for pt with a bicompartmental knee implant. Review of the device history record indicates that the device was manufactured to spec.

Event description:
Revision surgery to exchange poly insert is planned for pt with a bicompartmental knee implant.